Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for lead extraction upon exhibition of extra-cardiac stimulation caused by the atrial lead. It was further found that the atrial lead was over-sensing noise resulting in inappropriate mode switching. The physician elected to extract the lead. During the procedure, it was found that the proximal external insulation, from the suture sleeve to the proximal tip of the lead, had become detached and it was alleged that the fluid in the suture sleeve was causing the electricity to leak out and cause the stimulation. The atrial lead was cut during laser extraction, but was explanted and replaced successfully. The patient was stable.